Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head and modular sleeve were removed. The r3 shell, threaded hole cover and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the (known) devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Four months post-op, the patient reported an injury that resulted in pain in his right anterior thigh, an occasional pop in the stem area, and difficulty with ambulation. Subsequent x-rays showed no evidence of complications. The surgeon suspected micro-motion of his femoral component. No further significant issues were noted during follow-up with orthopedics and primary care until 2018, when the patient complained of worsening right hip pain. In 2019, the patient underwent a right hip revision with head and liner exchange due to increasing pain and elevated metal ions. Operative records note blackish brown fluid was found within the capsule, however it was reported that there was no necrosis or other significant findings. One month after the revision, the patient had a right hip dislocation after he got into his truck and twisted his hip, which was corrected with a closed reduction in the operating room. The intraoperative findings of stained fluid may be consistent with findings associated with metal debris. However, without all supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the reported clinical reactions cannot be confirmed, and it cannot be concluded that they were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the right hip was performed due to failed right total hip metal-on-metal hip, pain and elevated metal ions.